Event description:
The customer reported the system would not shoot an x-ray and was receiving a black screen. They have had intermittent issues but was able to reboot and immediately come back on. This particular incident allowed the system to be down for about 15 mins. The live monitor intermittently goes black, system would not display image until it was rebooted several times.